Manufacturer narrative:
Visual inspection of the device showed the catheter shaft had a slight kink in the distal section. During the functional testing the steering knob and tension control functioned properly with no abnormal resistance. However; the curve is out of specification shape. The device's lumen was leak tested, the lumen pressure decay values failed the leak test with gross leak. The catheter was dissected and a leak within proximal handle was noted, causing shorting in the magnetic sensor. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. No abnormal noise shown on mifi electrodes before and during ablation; values are below acceptable standard of 0.4 mv for bipolar signals. No tracking signal from the catheter appearing on rhythmia hdx, but direct sense signals still appear. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in an ablation procedure. However during the procedure it was noted that there was no direct sense curve seen on the rhythmia. The procedure was completed using a different modality with no patient complications being reported. However, returned device analysis revealed a leak in the proximal handle.